Event description:
It was reported that during the preparation for a coronary stenting treatment procedure, the stent dislodged. While opening the package of a 4.5x16mm veriflex stent, the stent dislodged from the delivery balloon. It was noted that "normal preparation procedures " were followed. The procedure was successfully completed with another veriflex stent. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the delivery device was received with the stent detached from the delivery balloon. The stent was positioned on the product mandrel along with the stent protector. An examination of the stent found that it was slightly compressed at one end. This type of damage to stent may have occurred as a result of the stent protector being grasped too tightly during the withdrawal of the protector. No issues were noted with the stent protector. An examination of the balloon found a clear impression of where the stent had been crimped initially. The balloon was tightly folded and did not appear to have been subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during the preparation for a coronary stenting treatment procedure, the stent dislodged. While opening the package of a 4.5x16mm veriflex stent, the stent dislodged from the delivery balloon. It was noted that "normal preparation procedures " were followed. The procedure was successfully completed with another veriflex stent. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4)